Manufacturer narrative:
Additional contact information: (B)(6). The device was requested to be returned for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unknown date involving an unspecified (no list/lot number) tego connector where it was reported that the customer was unable to flush or aspirate even after attempting to remove and re-attach syringe to connector. They experienced arterial pressure alarms. When the patient tried to flush the arterial line, it was unable to push saline until the tego connector was removed from the arterial port. There was patient involvement, unknown human harm and unknown delay in therapy reported.

Event description:
Updated information: a medsun medwatch MDR report #: mw5171189 was received via fax on 20-jun-2025, which indicating that tego connectors were unable to flush or aspirate even after attempting to remove and re-attach the syringe to connector, and experienced arterial pressure alarms. When patient tried to flush the arterial line, it was unable to push saline until tego connector was removed from the arterial port. The outcome attributed to adverse event is unknown. Additional information from the customer was received on 01-jul-2025 stating that there was no one harmed as the result of the event. The event date occurred on 20-may-2025.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time. Additional/updated information can be found in: b3: date of event. B5: describe event or problem. D9: device available for evaluation: no. E4: initial report sent to FDA. G2: report source. G2: other report source. Corrected information can be found in: d10: concomitant products.